Event description:
On trying to implant a selox st 60, the lead tip was frequently getting stuck on structures within the heart. A position was found but measurements were not adequate so doctor tried to move and reposition lead. As lead would not move, doctor applied a little more force. The lead came but the tines were left in situ.